Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient wanted to know how to reset their programmer. They were implanted on the day prior to the report for their bladder. Their device was not working or doing anything, noting that they weren't feeling stimulation. They didn't know why their stimulation was so low, as they had it to 2.0 volts (v) before. They connected and successfully increased the stimulation and could feel it. The patient also mention feeling sore in their ribs, but was unsure if it was related to the surgery or because they were coughing so much. They were going to follow-up with a healthcare professional (hcp) to discuss the symptoms. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported there was no issue. When they had seen the patient they thought the device was working well and they were not coughing. The cause remains unknown. No further complications anticipated.